Manufacturer narrative:
The device was evaluated, and the reported issue of the e216 error message was confirmed. The reported issue of the e315 error message was not confirmed. The e216 (scope communication error) occurred due to corrosion of the scope connector. The bending section cover adhesive was missing. The bending section cover bond was cracked due to external factors. The bending section cover adhesive part was cloudy. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Liquid leakage to the scope connector and light guide cover glass due to handling was observed. There was noise in the image due to a board failure inside the scope connector. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported during preparation for use, the evis lucera elite colonovideoscope presented an e315 scope error message (no image) and an e216 scope error message (no image). No patient injury reported. The procedure was not impacted. This report is to capture the reportable malfunction of the e315 scope error message (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of scope connector or the system. Olympus will continue to monitor field performance for this device.